Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and mesh was implanted, and on (B)(6) 2004, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with tvh/bso, repair of pelvic organ defects, video cystoscopy, and suprapubic catheter placement due to pop. Following insertion, the patient experienced infection, urinary and bowel problems, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4).